Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Event description:
Additionally reported "palpable abnormality."

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on may 21, 2020 with lot number 1771035. Analysis of the returned device identified; the weight the device within specification, deformation, creases fold and wear abrasion. Voids, bubbles and cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The unit is not rupture.